Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, suture, link, needles, and cuffs were not returned with the device. Inspection revealed a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the foot instead of engaging with the cuff during needle deployment, resulting in the posterior cuff miss. The posterior cuff miss could appear very similar to the reported device misfired. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional endovascular stent graft procedure. Reportedly, during use, the device misfired. The device was removed and a second proglide was attempted but with the same results, the device misfired. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.